Event description:
The customer reported that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 481 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, basic occlusion test, prime/delivery, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. Pump received with cracked reservoir tube lip, cracked reservoir tube, and loose/shifted end cap sticker noted.